Event description:
Summary: based on complaint report and investigated failure mode, there was potential for a staining alteration. Customer stated in the complaint report that they observed inconsistent partial staining on half of slide/tissue section within the same run and observed run to run variability. No direct or indirect patient or user harm has been reported.